Event description:
A surgeon reported 6 eyes that were either under or overcorrected following refractive surgery. No additional info has been received.

Manufacturer narrative:
During the onsite investigation, the territory manager found the ablation depth meter reading too low. The depth meter was replaced and a successful system verification was completed. A logfile review was not possible because the surgeon did not provide surgery dates. A review of this customer's complaints for the previous 12 months found no other complaints of this nature. The root cause was identified as the ablation depth meter. (B)(4).